Event description:
No additional information was provided by customer

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube (thermistor) was broken, resulting in error 104, and the fiber bonding in the outer tube area was damaged. A definitive root cause could not be identified. Based on the investigation results, the following was likely the cause of the malfunction: a broken outer tube, which resulted in error 104. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had an electrical error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.